Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026 sampling from: air/water channel, suction channel cfu: <1 cfus bacterial identification: n/a sampling date: (B)(6) 2026 sampling from: auxiliary water channel cfu: 1 cfus bacterial identification: peribacillus sp sampling date: (B)(6) 2026 sampling from: instrument channel cfu: 1 cfus bacterial identification: bacillus species the device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found there was white foreign material in the air/water channel and cylinder. Based on the results of the investigation, the positive culture event was confirmed; however, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.